Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), that the xenon light source was too bright and he could not see the image in detail. The issue occurred after the equipment had been reorganized on the cart. There were no reports of patient involvement.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the xenon light source experienced that the image was too bright and the brightness was not auto adjusting. Through troubleshooting the naj-1941 and maj-1933 light source cables were disconnected and reconnected. They were then both tested which as a result it appeared to be auto adjusting. The error did not exist after the doctor tested the device, issue was resolved. The device is not expected to be returned to olympus for evaluation. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus technical assistance center (tac), that the xenon light source is too bright and cannot see the image in detail. It is unknown when the issue occurred. There were no reports of patient involvement.